Event description:
Caller reported damage to the pump housing surrounding the usb port; however, the damage did not affect the ability to charge the pump but compromised its watertight seal. The pump was already damaged when it arrived as a replacement, and as a result, customer technical support (cts) arranged for another replacement pump to be sent. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump, interacting with it via a mobile app, and was instructed to return the damaged pump using a tandem-provided return box with a prepaid label. Additionally, the customer was advised to program their pump settings into the replacement pump and understood the instructions provided.